Manufacturer narrative:
The investigation of the returned pod found residual fluid and corrosion on the surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a hole in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records found no evidence of this failure mode. The lot passed the acceptance criteria. Note: the adhesive pad was evaluated and residual adhesion was found (meaning the pod would still have been "sticky"). However, despite the reported adhesive issue, the customer's elevated bg levels are determined to have been caused by the internal insulin leak, which rendered the device incapable of delivering insulin as intended. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although, we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
The customer reported that the pod had become "detached from the adhesive pad" which "dislodged the cannula" (though the cannula "was still inserted in the skin"). This caused him to "lose control of his bg levels" (no specific readings were reported, but levels are assumed to be greater than 250 mg/dl). He stated that the pods were "not hit or dislodged by any unusual body activity, he just found them hanging by a few threads of the adhesive fabric." The pod will be returned for investigation.